Event description:
At 10:00pm the suspect device was used to test the pt's blood glucose and the result was 139mg/dl. Normal insulin dose was then taken. At 1:00am, the pt was found in a "sugar coma". Paramedics were called and arrived. The paramedics tested pt's blood glucose on their device and the level was 10mg/dl. Pt was given glucose and taken to the hosp.